Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Event logs were returned for investigation. Due to lack of product returned and that fiber breaks and air gaps present as the same data log signature and the clinical details do not provide clarify if it was the catheter or patient cable that was pulled, the cause of the placement signal issue cannot be established.

Event description:
Clinical narrative: (updated 2026-4-10). An impella 5.5 was inserted via the axillary graft site to support the 38 year old male patient who had been admitted in with known indication of cardiomyopathy, presenting in scai stage d shock. The underlying medical history was not shared. Prior to the pump placement the patient was supported by inotropes and vasopressors, as well as oxygen for respiratory needs. The pump supported for 7 days with success when patient was transported to the operating suite to deliver a left ventricular assist device (lvad). The team accidentally/user caused malfunction occur when the white cable was pulled hard by accident and the pump position was put to question. After the pump was pulled by the cable the pump had lost aortic placement and ventricular waveforms, however clinical narrative: an impella 5.5 was inserted via the axillary graft site to support the 38 year old male patient who had been admitted in with known indication of cardiomyopathy, presenting in scai stage d shock. The underlying medical history was not shared. Prior to the pump placement the patient was supported by inotropes and vasopressors, as well as oxygen for respiratory needs. The pump supported for 7 days with success when patient was transported to the operating suite to deliver a left ventricular assist device (lvad). The team accidentally/user caused malfunction occur when the white cable was pulled hard by accident and the pump position was put to question. After the pump was pulled by the cable the pump had lost aortic placement and ventricular waveforms, however the pump's 3 securements were in place and the plug was intact also, which is indicative of proper pump position. The patient survived and the lvad was delivered. Positional alarms are part of everyday practice, and can occur with coughing, movement, etc. There was no lasting harm or injury noted and patient survived.

Manufacturer narrative:
B5 has been updated with additional information and h6 medical device problem codes a150202 and a23 are no longer applicable to the report.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary graft site to support the 38 year old male patient who had been admitted in with known indication of cardiomyopathy, presenting in scai stage d shock. The underlying medical history was not shared. Prior to the pump placement the patient was supported by inotropes and vasopressors, as well as oxygen for respiratory needs. The pump supported for 7 days with success when patient was transported to the operating suite to deliver a left ventricular assist device (lvad). The team accidentally/user caused malfunction occur when the white cable was pulled hard by accident and the pump position was put to question. After the pump was pulled by the cable the pump had lost aortic placement and ventricular waveforms. The patient survived and the lvad was delivered. Positional alarms are part of everyday practice, and can occur with coughing, movement, etc. There was no lasting harm or injury noted and patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.